Manufacturer narrative:
The field service replaced the measuring cell and performed preventative maintenance. The qc data showed imprecision and qc alarms. The high number of sample-related alarms observed suggest pre-analytical handling issues at the customer site. Based on the available data and information no reagent issue is present. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer ran performance checks which were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay results for multiple patient samples with the cobas 8000 - cobas e 602 module over a long period of time since (B)(6) 2020. The reporter provided the following example of questionable results for one patient plasma sample: sample ID (B)(6): the initial result was 169 ng/ml. The repeated result after re-spinning was 70.95 ng/ml. The customer reported the re-spun result and not the initial. The reagent lot number was 48468800. The expiration date was requested but not provided.